Event description:
It was reported the aspiration needle with its sheath not retracting. The issue happened during an unspecified bronchoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to inform correction to d7a of the initial emdr submitted. D7a has been corrected from yes to no. Please see section d7a for update. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle with its sheath not retracting. The issue happened during an unspecified bronchoscopy procedure. There were no reports of patient harm.